Manufacturer narrative:
Device evaluation summary: during visual inspection, the sample was found to be ruptured. In addition, an anomaly was observed in the edges of the rupture consistent with a crease/fold. The evaluation determined that the loss of shell integrity is consistent with a crease fold rupture of the implant shell, which is a known inherent risk of gel-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 350cc mentor memorygel breast implant (catalog number 3503501bc, serial number (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with a 350cc mentor memorygel breast implant. On (B)(6) 2019, an MRI identified a left-sided intracapsular rupture. The diagnosis was confirmed by physician via physical examination on (B)(6)2019. As a result, the patient¿s impacted device will be explanted on (B)(6)2019.

Manufacturer narrative:
Mentor became aware that the implantation date was submitted in error in the initial report. The patient's implant date was (B)(6) 2007 and this supplemental report has been updated accordingly. Manufacturer reference number: (B)(4).